Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation problem. Factors that may contribute to an inflation problem include, but are not limited to, inflation technique, anatomical conditions, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that the device may have interacted with the moderately calcified, 70% stenosed lesion during deployment, as it was reported that the balloon did not inflate well due to the stiff lesion, causing the reported inflation problem; however, without the device to examine, a definitive cause cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5 - describe event or problem: updated e1 - facility name: (B)(6) hospital.

Event description:
Subsequent to the previously filed report, additional information was received. The lesion was located in the mid left anterior descending coronary artery that was moderately calcifed, non-tortuous and 70% stenosed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1 - facility name: (B)(6) hospital.

Event description:
It was reported that the procedure was to treat a de novo lesion located in an unspecified lesion. A shockwave was used for the calcified lesion. After the device upsized, a high-pressure balloon dilatation catheter was used for post-dilatation, and a xience skypoint des 4.00 x 18 rx skypoint stent was deployed. However, indentation was slightly remained, but the user judged lumen was dilated enough; the balloon was not inflated well due to the stiff (calcified) lesion. The procedure was completed without issue, though. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.